Event description:
Pump reported the alarm with failure code f73. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.